Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site could not get the system to expose every time. Either they would release the button and they would either get a terminated early error or they would always get a very dark image. There was no patient involved.